Manufacturer narrative:
Novocure medical opinion is that the cerebrovascular accident was unrelated to optune gio therapy and related to underlying disease as the patient was experiencing disease progression. The death was unrelated to optune gio use. Cerebrovascular accident is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 60-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2024, as part of the non-interventional study "use of ttfields in france in routine clinical care study program - daily activity, sleep and neurocognitive functioning in newly diagnosed glioblastoma patients study" (tiger france). On (B)(6) 2024, novocure received a serious adverse event (sae) report mentioning that on (B)(6) 2024, the patient was hospitalized due to a right-sided ischemic stroke. During hospitalization, the patient was started on methylprednisolone. Cranial CT was performed on (B)(6) 2024 and showed progressive disease. As a result, the patient permanently discontinued optune gio therapy. The patient was discharged on (B)(6) 2024. The investigators assessed the event as possibly related to optune gio use. On (B)(6) 2025, it was reported that the patient died on (B)(6) 2025, following neurological deterioration and general health deterioration. Those events were assessed as not related to optune gio therapy.